Event description:
A critical alarm was heard and confirmed by telemetry. The alarm was due to a motor stall. The stall was constant. The stall occurred the day before the report and they wanted to know if it was still stalled. The pump was used to deliver morphine and clonidine. Additional information the same day reported the logs were checked and the stall never recovered. The patient experienced underdose symptoms, in withdrawal. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine and clonidine. Additional information later reported the patient had come into the office the day of the report with withdrawal. They interrogated the pump and found a stall occurred (B)(6) 2013 at 10:00am. It was noted they had trouble interrogating the pump. Additional information later reported the pump was explanted. A dye study was done at the time of the surgery, the catheter was found to be patent. The patient was noted to be stable when he left the operating room.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.